Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed to power up and generated an audio alarm. It was noted that the customer had replaced the power supply, reassembled the iabp unit, and performed preventative maintenance and operational tests. The iabp unit was ran most of the day and left plugged in over the weekend to maintain the battery charge. When the iabp was powered up before returning to service the same power-up failure was generated. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Getinge service was not requested in connection with this event. However, the customer has advised that they replaced the power supply and the iabp is back in clinical use after passing al post repair diagnostics.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed to power up and generated an audio alarm. It was noted that the customer had replaced the power supply, reassembled the iabp unit, and performed preventative maintenance and operational tests. The iabp unit was ran most of the day and left plugged in over the weekend to maintain the battery charge. When the iabp was powered up before returning to service the same power-up failure was generated. There was no patient involvement and no adverse event was reported.